Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204/ code 107) has been confirmed. Upon eval, the green (3.3v) wire was open in the trunk cable. The cause of the code 204 and code 107 is a and the monitor. The cause for the disruption in communication is the open wire. The root cause for the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's contacted zoll to report a code 204 and code 107. The pt was issued a replacement electrode belt.